Event description:
The customer reported to baxter (B)(4) that on (B)(6) 2011, a y-type blood set showed a leak, not specified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. During visual inspection, the tubing was observed to be cut apart approximately 10cm above the luer lock. There were also sealing marks visible on the tubing. However, the assignable root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.